Event description:
Customer received results of 248 mg/dl on the advantage system and 115 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal control module lost communication with the central control monitor. The user reported the central control module continued to function and was able to be manipulated with local controls. The user also reported the heart lung machine alarmed during this event. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.